Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, one spline of the farawave catheter was found to be fractured. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. When the catheter was first received at boston scientific's post market laboratory the catheter was first visually inspected and it was seen that one of the splines was inverted. A guidewire was then inserted and the catheter was successfully deployed and undeployed with no resistance. Based on all available information it was confirmed that the catheter had a defective spline, however, it was not fractured or physically broken in a way that could traumatically interact with the patient's anatomy. The most likely cause of the inversion is device design.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, one spline of the farawave catheter was found to be fractured. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.